Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the fill port of a multirate infusor. The reporter stated that an unspecified drug was oozing from the fill port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: february 26, 2016 ¿ february 27, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional test was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.